Event description:
The device was implanted on 3-31-94. It 100% paced in ventricle but not in atrium. Atrium = 4.0v, 0.8msec, 645 ohms. Ventricle = 3.5v, 0.45msec, 434 ohms. Today the intensified follow-up indicator (ifi) message was received, magnet mode 90/90, and cell voltage 2.51v.